Event description:
It was reported that during central processing that, during instrument inspection the technician found frayed wires and the jaws were misaligned. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis investigations found that the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables was attributed to a component failure. Additionally, the instrument was found to have the grip pin dislodged at the distal end. The grips were misaligned by .031"in. The pin was difficult to remove. The root cause of dislodged instrument grips pin was attributed to manufacturing. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys was typically attributed to the user. A review of the instrument log for the prograsp forceps (471093-11/k10220222-0126). Associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(6) with 11 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that the instrument's pin was dislodged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.